Event description:
The customer reported that the monitor on the table was not working.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The monitor was sent to the site and replaced by a clinical engineering. System fully functional.